Event description:
A medtronic representative reported the site's open spine clamp driver has a worn down end. Since this event was reported outside the operating room no patient was present at the time of the alleged malfunction.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. The device's lot number and manufacture date are both dependant on the return of the suspected device. No parts or files have been received by the manufacturer for evaluation.